Event description:
Un-report device is not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4.

Event description:
Patient reported through company representative "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.